Manufacturer narrative:
Event onset date reported, in previous report was incorrect. Where as, it should be unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a small plastic bag, adhered to a piece of gauze with viscoelastic. The lens has been cut into two pieces. Power and resolution evaluation cannot be conducted, due to the lens damage. Each lens is subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability, per the lens model and diopter. Information was provided, that the 23.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, non-company monofocal lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received that the patient's symptom was resolved. The lens was exchanged with other company iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol), the patient's vision was not improved. The lens was explanted and replaced with another iol. Additional information was requested.